Manufacturer narrative:
The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is pain. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported that 9 months to 1 year following implant surgery, patient had right side creases, pain and physician advised that ¿patient¿s body was rejecting the implant.¿ physician removed, ¿treat the implants,¿ and put the same implants back. A year later, the pain returned. An ultrasound did not identify a problem. The device remains implanted.